Event description:
Bone scalpel blade broke upon first use during surgical case on (B)(6) 2014. Procedures done included the following: left l4-5 laminoforaminotomy; resection of epidural lesion, left l4-5 with partial left l4 and l5 facetectomy; 10x operative microscopy was used. An x-ray was taken when the blade broke and the tip was not seen in the pt when read by the radiologist. This was reported to the manufacturer, but the blade was not saved.